Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of the programmer modules confirmed that the message ¿please contact japan lifeline¿ is displayed in a pop-up window instead of ¿please contact microport crm representative¿ when the language is set to japanese, in both smartview versions 3.10j and 3.14j. - the observed issue resulted from an incorrect translation of the related pop-up to japanese in the software modules. - a correction of this translation issue will be contemplated for future programmer software versions.

Event description:
Reportedly, the message 'please contact japan lifeline' was displayed in an alert, instead of 'please contact microport crm representative'.

Event description:
Reportedly, the message 'please contact japan lifeline' was displayed in an alert, instead of 'please contact microport crm representative'.